Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed on the cycler with no issues noted that could have caused or contributed to the leak. It was noted that during the simulated therapy, a filter that was affected by the leak had to be replaced and the treatment was completed without further complications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered that their cassette was leaking during drain 4 of 4 of peritoneal dialysis therapy. Prior to the discovery of the leak, the patient received an m31 air detected in cassette alarm from their liberty cycler. The patient had drained 1462 ml of an expected 2303 ml at the time of the alarm. The patient verified that the connection to the heater bag was secure. The technical support representative assisted the patient with reinitiating treatment but the alarm occurred three additional times. Upon further troubleshooting, the patient discovered that there was fluid under the cassette door. After removing the cassette, it was noted that there was a small hole identified on the cassette. The technical support representative advised the patient to discontinue use of the cycler due to the leak and to notify their peritoneal dialysis registered nurse of the event. The patient ended treatment early and their cycler was replaced. At the time of this report, there was no reported patient injury resulting from the incident. It was not reported if the patient completed treatment using manual supplies until their new cycler arrived. Additional information was requested but was unavailable.